Event description:
It was reported that after an unknown procedure, the anastomosis got incomplete. No further information is available. Reportedly, the surgeon selected the smallest staple height, that might have led to tissue necrosis and anastomosis got incomplete on the 3rd post-op day, during the initial procedure, the tissue donuts were complete and leakage test was performed,

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.